Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "failed to turn on."

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that failed to turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that does not turn on was confirmed during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.